Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received calibration alarms and high qc results with albumin gen.2 (microalbumin). The customer also received questionable results for three patient urine samples. Data was only provided for one patient sample. The initial result was 4.9 mg/dl and was reported outside the laboratory. The customer repeated the sample as a precision check and the results were 1.3 mg/dl, 0.7 mg/dl, and 0.6 mg/dl. The result of 0.6 mg/dl was believed to be correct. The patient was not adversely affected. The reagent lot number was 61074901 with an expiration date of 10/31/2016. The field service representative found there was an issue with the sample probe and replaced it. The customer ran calibration and qc and accepted all results. The customer also ran precision testing. Upon follow up, the customer confirmed they have not had further issues.